Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3389s-40, lot # v320478, implanted: (B)(6) 2010, product type lead; product ID 3550-05, lot # n255983, implanted: (B)(6) 2010, product type accessory; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v616993, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation that had started 9 months prior to the date of this report. It was noted that the patient had 2 implantable neurostimulators (inss). The ins on the left side which was for his right hand had seemed to be going on and off and the patient felt a shocking sensation in the right hand. It happened with the patient sat and rested his head back, turned his head or when he washed his hair. The leads were checked and everything was fine, leads were not broken. It was further noted that with the device off the patient did not experience pulsation/shocking sensation. Battery was replaced in (B)(6) 2014, only the battery was replaced, not the lead. It was further noted that the symptom of feeling shocking had been a sudden change. It was further noted that in the fall following implant impedances had ranged from 1104-1928 ohms. Additional information was requested but had not been received as of the date of this report.